Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 175 mg/dl. Customer also stated insulin pump had blank display. Customer states the display was blank less than 30 seconds and then returned. The device will be return for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine hardware low level failures and software error detected due to display anomaly.